Event description:
While being transported in the pt's lift, the consumer flipped forward, hitting her head on the handle of the lift. The lift handle allegedly hit her face and knocked her to the floor. This allegedly resulted in a cut on her face requiring 16 stitches.

Manufacturer narrative:
Information reports consumer was being transferred when the user fell out of the sling. Consumer has stated the sling is not proper for her. It's unk if proper transfer methods were followed. Current user guide covers proper transfer methods. MDR filed based on alleged serious injury.